Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains. One radiographic image was provided for evaluation. The image shows a catheter implanted within a patient. The molded wing hub is visible along with the catheter shaft. The catheter appears to form an s shape and a kink appears to be present. Based on the image provided, possible contributing factors include catheter movement during use and securement technique. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "ck000409a, powerpicc solo 4 french provena dual, kinking issue. Place on 2/1, patient obese. They rethreaded with a 5 french dual in ir."